Event description:
Related manufacturer reference number: 2017865-2022-45764, 2017865-2022-45765. It was reported that the patient presented in-patient after a new pacemaker system implant procedure. Upon review, the patient had minor chest pain and the right ventricular (rv) lead exhibited loss of capture. An echocardiogram showed evidence for a potential right ventricle lead perforation. The patient was transferred to a different hospital. The rv lead was explanted and replaced. The hospital also explanted and replaced the atrial lead and pacemaker for unknown reasons. The patient condition was stable.